Event description:
It was reported that this pacemaker exhibited fair field over sensing (ffos) on the atrial channel. Technical services determined ffos caused the inappropriate atrial tachy response episodes and provided reprogramming recommendations. The pacemaker remains in service. No adverse patient effects were reported.